Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue;the pump turns itself off occasionally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed records from the date of the reported event, (B)(6) 2015, has been overwritten due to continued patient use. There were no "power on reset" records observed. On examination, the battery compartment was intact without damage. The battery cap was evaluated and found to be within the required specifications. The battery cap secured to the pump properly for investigation and was able to maintain electrical current without rebooting. The pump was exercised for 24 hours without power interruption, errors, alarms or warnings. Delivery accuracy testing revealed the pump was delivering accurately. The pump cover was removed and did not reveal any evidence of damage, defect or contamination of the pump's interior components. Investigation did not duplicate an intermittent power issue and the pump was found to be performing with the required specifications without malfunction.